Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 395cc mentor memoryshape breast implant, catalog #3341259, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 395cc mentor memoryshape breast implant experienced left sided baker¿s grade IV capsular contracture accompanied by pain post procedure. As a result, and explant is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 9/11/2019. When the devices were explanted, bilateral prosthesis replacement with 445cc mentor memoryshape breast implants was performed. Additional information was received on 9/12/2019. In addition to the left sided capsular contracture reported initially, right sided capsular contracture was also present. See 1645337-2019-21410 for contralateral prosthesis report. The investigation of the returned device was completed by the failure analysis lab on 10/2/2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and the mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).